Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement and self tests. A pump error 25 was noted due to a connector resistance issue on the electrical board. The pump was received with a missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip. Unable to perform the displacement test or lock the reservoir in place due to the missing retainer.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement and self test. Power error noted due to connector resistance issue electrical board. Device received with missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Unable to perform displacement test or lock reservoir in place due to missing retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received power reset error. The customer¿s blood glucose level was 170 mg/dl. It also stated that the second time alarm occurred within 4 hour's of troubleshoot the previous occurrence. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.